Manufacturer narrative:
Based on the review of the x-ray views provided to abbott, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to abbott for analysis. No riata and riata st silicone endocardial leads included in the fsca concerning st. Jude medical; rqa01702 november 2011 have been distributed post this corrective action. All the concerned competent authorities were notified about this action at the time and st. Jude medical has since then sent updated information regarding riata and riata st silicone defibrillation leads, (B)(4).

Event description:
During an unrelated procedure, externalized conductors were noted on the right ventricular lead via diagnostic imaging. No intervention was performed and the lead remains implanted. The patient was stable and will continue to be monitored.